Manufacturer narrative:
(B)(4). Batch # unknown. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure after firing the first several clips successfully, one clip did not close completely and the next clip scissored when fired. Procedure was completed with another device of the same product code. There were no patient consequences reported.